Event description:
--

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report.

Manufacturer narrative:
The explanted device was returned. Initial laboratory analysis confirmed that this device did not meet expected longevity predictions as described in device labeling. The device is undergoing detailed analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) battery status earlier than expected, due to long charge times. The monitoring voltage was 2.65v.

Manufacturer narrative:
The device was explanted and replaced with another boston scientific ICD. The explanted device has not yet been returned. This report will be updated when additional information is received.